Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/intract pain in their trunk/limbs. The patient indicated that since implant, their stimulator was initially implanted wrong so the stimulator never helped them. They had to be put on a lot of medication. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was working. No further complications are anticipated.